Event description:
It was reported that the customer had a partial display on the insulin pump. The customer's blood glucose level was 134 mg/dl. The customer is using an energizer aaa alkaline battery. The customer stated that the insulin pump was neither dropped nor bumped. The patient was advised that the insulin will need to replaced. The customer was advised to revert to back up plan per healthcare provider instruction.

Manufacturer narrative:
Findings: pump received with bleeding lcd glass.